Event description:
Patient reported rupture which is not device related. Later, healthcare professional reported the left breast implant of lobulated contours with perimplant fluid and increased internal and external echogenicity, probable capsular rupture. Retropectoral breast implant, the left one with data of capsular rupture. This relates to the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late